Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Heads seem to come off track and don't rotate around properly - oral-b brushhead [device physical property issue]. Silver pin at top of toothbrush head came out into mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: spontaneous. A wife reported via e-mail on (B)(6) 2017 that while her husband of unspecified age was brushing his teeth with an oral-b brushhead, version unknown on an unspecified date, the silver pin at the top of the toothbrush head came out into his mouth. She reported that with some of the brush heads recently purchased, the heads seem to come off their track and do not rotate properly. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.